Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. The insulin pump received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that she received multiple motion sensor test failures alarm during rewind. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced and will be returned for analysis.